Event description:
The event is reported as: the customer alleges that the tubing (bottom connection) that was connected to the 760 ml water bottle disconnected from the water resulting in the pt not receiving oxygen. The pt's oxygen saturation level de-saturated into the 70's. The saturation level recovered. A pt death occurred three hours post incident.

Manufacturer narrative:
Several attempts made, via phone, by (B)(4) (teleflex regulatory affairs) to obtain additional info related to this event. (B)(4) (teleflex) spoke with respiratory staff member who could not provide any additional info. Also, (B)(4) (teleflex) spoke with the risk manager who could not provide any additional info related to the event. The risk manager stated that she would provide any additional info if available, but to date no additional info has been received. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No DHR (device history record) review was performed since customer did not provided lot number. The complaint investigator requested additional clarification regarding the therapy performed and lot number of the water bottle. The company is investigating the occurrence rate for this issue. The water bottle sample, tubing that disconnected sample along with other ancillary part samples used in this procedure are needed to determine root cause. Teleflex will continue to monitor feedback from customers on issues related to tube disconnecting from the water bottle container at setup or during use in therapy.